Manufacturer narrative:
On (B)(6) 2014, (B)(6) stated the "patient is 100 percent better". The patient has a very small discoloration "bubble" on the side of her nose that's healing well. The device history record for radiesse lot 100071730 was review. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
This spontaneous report was received from a physician via a company employee and concerns a (B)(6) female injected with two 1.5 cc radiesse into nasolabial folds, infra-orbital rim and pre-jowl on (B)(6) 2014. The patient experienced facial swelling and pain within 24 hours. She was sent to the emergency room (ER) on august 7, 2014 and to an infectious diseases physician for a diagnosis of infection. The patient received intravenous antibiotics, from either ER physician or the infectious diseases physician; name, dose, frequency and duration were not reported. On (B)(6) 2014, dr. (B)(4) spoke with dr. (B)(6) regarding his patient. The patient that dr. (B)(6) treated for (B)(6) has a clear vascular occlusion. During the follow-up conversation, dr. (B)(6) will review the way to diagnose a vascular occlusion and how to treat it. In addition, techniques will be discussed on how to avoid such an event in the future. No additional information was provided.